Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomalies were found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device exhibited premature end of life characteristics. The eri to eol margin was shorter than expected. Device interrogation revealed a message that the device was in backup vvi mode. The device was explanted and replaced. No information is available about patient condition.